Event description:
It was reported that a patient had their vns generator replaced due to an infection at their generator site. Device history records for the patient's generator were reviewed. The device passed all functional specifications and quality tests and was sterilized prior to distribution. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No other relevant information is available to date.